Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 to report a sensor failure after calibration and medical intervention on (B)(6) 2013. Patient's parent claims the sensor failed on day three. According to patient's parents, patient was vomiting and couldn't stop. Patient's parents took her to urgent care, where patient got an IV. While patient was there, she was having difficulty breathing and her pulse went down, so an ambulance took patient to the hospital. Patient's parent states that the symptoms are believed to have started with a type of pneumonia, but patient's blood sugar was in the high 400's and low 500's.